Event description:
A biomedical technician (bmt) reported to technical support that a 2008t machine's blood pump rotor roller guides/plastic tabs were coming loose and puncturing the blood pump tubing during the end of a hemodialysis (hd) patient's treatment. The bmt requested for a blood pump rotor replacement. No damage was noted on the blood pump rotor housing. The machine had 8510 hours. Upon follow-up, the bmt stated that they replaced the blood pump rotor to resolve the reported issue. The bmt stated that the patient's blood was not rinsed back, and the patient experienced some blood loss as a result of the punctured blood pump tubing. The exact volume of the loss could not be specified at this time. The bmt cannot confirm if there were any alarms, adverse events or the blood loss volume. The bmt stated the defective blood pump rotor part number is f40015481 and the machine hour meter reading is 8510 hours. Machine was returned to service, and the component was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. The product was not returned; a physical investigation could not be performed. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (bmt) reported to technical support that a 2008t machine's blood pump rotor roller guides/plastic tabs were coming loose and puncturing the blood pump tubing during the end of a hemodialysis (hd) patient's treatment. The bmt requested for a blood pump rotor replacement. No damage was noted on the blood pump rotor housing. The machine had 8510 hours. Upon follow-up, the bmt stated that they replaced the blood pump rotor to resolve the reported issue. The bmt stated that the patient's blood was not rinsed back, and the patient experienced some blood loss as a result of the punctured blood pump tubing. The exact volume of the loss could not be specified at this time. The bmt cannot confirm if there were any alarms, adverse events or the blood loss volume. The bmt stated the defective blood pump rotor part number is f40015481 and the machine hour meter reading is 8510 hours. Machine was returned to service, and the component was available to be returned for manufacturer evaluation.